Event description:
A healthcare worker complained of skin irritation on the chest and arms while working in a room where a sterrad nx is used. The worker did not seek medical attention, but reported her symptoms to her physician who said he did not know the reason for her symptoms.